Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance in both the bipolar and unipolar configurations. Clavicular crush damage was suspected. The lead was capped and replaced.

Manufacturer narrative:
Na